Event description:
An error in labeling on the quickvue+ urine pregnancy test kit was brought to rptr attention recently. To perform the test you need to add 4 -four- drops of urine to the test card. This is clearly stated in the package insert, the laminated procedure card that comes inside the box, and rptr's policy. The problem is on the test card itself -there's a picture of a dropper with 3 drops coming out of it. This may cause confusion as to how many drops of urine are required.